Manufacturer narrative:
The customer declined the return and replacement of her breast pump and asked customer service to initiate a refund instead. In follow up with a complaint handler on 08/20/21, the customer indicated her mastitis was diagnosed by a doctor and she had been prescribed antibiotics, but the mastitis was not resolved and developed into a multifocal abscess for which she was prescribed additional antibiotics and required drainage. She additionally indicated that the mastitis had started 3 weeks ago, but she still had redness in her breast and she going to be evaluated the upcoming tuesday by the interventional radiology team. The customer also sent in her proof of purchase, which was forwarded to customer service and they attempted to contact her again on 8/23/21 with no response as of the date of this report. The customer was subsequently contacted by complaint handler to confirm mastitis was resolved multiple times, including writing with no response as of the date of this report. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style maxflow breast pump was not suctioning and she had developed mastitis due to not being able to pump. She additionally alleged that she could not troubleshoot with the pump because she had drainage tubes in her breasts.

Manufacturer narrative:
The device was evaluated on 10/07/2021 with the customer's parts as received and it passed suction and cycle specifications. In this case, it was noted in the evaluation that the customer's connectors and membranes had residue on them. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The freestyle flex instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item that we review with the customer when they call in. The customer's report of low suction could not be confirmed.